Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited over sensing, short v-v intervals and chronically low r waves noted. The rv his bundle lead remains in use. No patient complications have been reported as a result of this event.